Event description:
Dealer called stating that the wheel locks on the 6895 shower commode chair allegedly keep slipping, they will not hold the wheel. The locks have been adjusted but they loosen in time. No injury. The malfunction has not been confirmed.